Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Upon obtaining discordant, falsely depressed carbon dioxide (co2) results, the customer calibrated the co2 assay and ran quality control (qc), which recovered out of expected ranges. The ccc specialist and the customer reran calibration with a new flex, ran a quick check and determined that the photometer wavelength was out of specifications. The ccc specialist aligned the photometer, recalibrated the co2 assay and ran qc, which recovered within expected ranges. A siemens headquarters support center (hsc) specialist reviewed the instrument data for this event and determined that the falsely depressed co2 results were due to misalignment of the photometer, which was resolved by the actions performed by the ccc specialist. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse ran service methods on server 3 and repeated qc, which resulted within expected ranges. The cse determined that sample arm 3 (s3) mix test recovered out of specifications, replaced the sample arm 3 (s3) mixer and adjusted and auto aligned the bottom of cuvette. Then, the cse reran the mix test, and qc for levels 1, 2 and 3, resulting within specifications. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher and within the normal range. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 results.